Event description:
A customer contacted beckman coulter inc. (Bec) stating that fluid was leaking from the cbc transducer panel on the unicel dxh 800 coulter cellular analysis system. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat and glasses at the time of the incident. There was no injury or exposure reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the leak was coming from the differential mixing chamber in the amtc (air mix and temperature control) module and not from the cbc transducer as originally reported by the customer. Fse removed the debris from the differential mixing chamber drain fitting which resolved the issue. The root cause for the leak is attributed to the debris in the differential mixing chamber drain fitting. (B)(4).